Event description:
A malfunction was reported with the customer's insulin pump, indicated by malfunction code 12, and the issue had occurred at least three times on the same device. However, there was no adverse impact on the customer's blood glucose level. The pump was under warranty, and technical support decided to replace it. They confirmed the customer's shipping address for the replacement and instructed the customer on how to put the old pump into storage mode before returning it to tandem with a pre-paid label. The customer acknowledged these instructions.